Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as an irritation with red marks and a blister. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the electrodes with rubbing alcohol for the skin irritation. Follow up indicated that the skin irritation improved.